Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient lost therapy. A manufacturer representative met with the patient and it was that deemed that the ipg was inoperable. Surgical intervention was undertaken wherein the ipg was explanted and replaced. Effective therapy was restored post operatively.